Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that the patient changed to program 2, set at 5 volts (v) and it was comfortable.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. The patient¿s reason for call was to answer questions in a follow up letter. The patient clarified that the device they were referring to in the original call was their implanted device as not working, and the issue was noticed november 2018, specifically a week ago, which contradicts with the original call date. The patient reported the symptoms they experienced related to the device not working were leaking. The patient also reported the cause of the device not working was that they had an increase in activity level. It was also reported that at first the therapy was working well to cut down on their leakage for them, but then they started to have a return of leakage. The patient stated they were currently on program 3 at 3.5v and were still having some leakage. The patient stated their healthcare provider were through different programs, and if they were approaching 4 they were told to try the other programs. The patient increased to 4.5v on program 3 where they felt stimulation in the correct location. The patient was advised to follow up with their healthcare provider if increasing didn¿t resolve the leakage. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported the patient had the permanent device. They were wondering how to reset the device as it was not working. They were advised to contact their clinician. No patient symptoms were reported. No further complications were reported or anticipated. (B)(4).